Event description:
The customer reported the set broke and leakage was found from the connection between the spike of the set and the spike port of the uv twin bag during the drainage. The patient connected the set to the uv disconnect cap. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The customer report of a damaged set was confirmed during evaluation. The spike was completely broken off at the base. The root cause was undetermined. A batch review was not performed as the lot number was unknown. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted upon completion of the evaluation.